Manufacturer narrative:
Reliability analysis inspected 1 opened/used guardian sensor and performed continuity resistance test. Found sensor failed per specifications. Found sensor contact pad damage (wrinkle like) see attached file for details. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
The complaint was previously reviewed in easytrak and was converted into smart solve on (B)(6) 2017.  Upon conversion, the complaint record was pushed into reassessment status for review. It was confirmed there was no relevant information to change the reportability decision